Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, in-stent restenosis target lesion was located in the moderately tortuous and moderately calcified ostial left circumflex artery. Following pre-dilatation with a 2.5mm balloon catheter, a 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after multiple attempts. The physician decided to withdraw the stent delivery system along with the crimped stent on it. Upon inspection of the device outside the patient's body, damaged and flared up stent struts were noted. The lesion was again pre-dilated with 2.75mm balloon catheter and the procedure was completed with another promus premier stents. No patient complications were reported and the patient status was stable.